Event description:
Boston scientific received information that this patient presented to the emergency room (ER) and had received 45-46 shocks in transit. Device programming was able to discriminate many events, but the morphology became uncorrelated with a very stable rhythm, and the device exhausted all anti tachycardia pacing (atp) and defibrillation therapy in one event. When the patient arrived in the ER, she had an ejection fraction (ef) of (B)(4) due to fluid build up. Additionally, the patient was hypoxic and vomiting and an infection was suspected. The patient's arrhythmia was confirmed to be supraventricular tachycardia (svt). An aminodarone drip was administered, a magnet was applied for rate control and the patient was transferred to the intensive care unit (ICU).

Manufacturer narrative:
A boston scientific technical services discussed the reported clinical observations with the caller. Device reprogramming was performed and the patient was discharged. No other adverse events have been reported. This product issue will be updated if additional information is received.